Manufacturer narrative:
H3: the device 97755 recharger (rtm), serial number (B)(6) was returned for product analysis. Analysis found recharger antenna frayed wherein cable insulation is peeling away at donut end and wires are exposed. It was also found that there's a recharger antenna failure and it is scrapped due to low reading being 1 should be higher than 30. H6: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient was getting system problem rm03 message. Pt reported the paddle and the relay box on the recharger were 'boiling hot'. Patient also reported the recharger was not picking up the stimulator at all. Pt saw passive recharge mode screen and the numbers were at 0 and would not go higher than 0. Patient had to hold the recharger up in the air and angle it. Patient said maybe 1 out of 5 times they tried to charge it would charge. Patient was having more pain because they could not charge. The issue had been on and off for at least 6 months. Before it was intermittent like every other time but now it was almost impossible to get it charged. A replacement recharger (rtm) was sent out.